Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 02-jun-2024, it was reported that the patient faced blood clogging, which caused the patient blood glucose elevated from 290 to 295 mg/dl. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.